Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal end. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Additionally, signs of corrosion were found on the instrument bearings. Pitch input disk bearings exhibited orange discoloration. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of the instrument log for the mega suturecut needle driver instrument associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4), with 6 uses remaining. This complaint is being reported based on the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no patient harm or injury, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted robotic surgical procedure, the mega suturecut needle driver instrument would intermittently not grasp and cut properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.